Event description:
A speedband superview super 7 multi band ligator device was used in 2008 (a male patient; weight was unknown). According to the complainant, during the procedure, "the bands did not fire from the ligating unit." The procedure was completed successfully with another speedband superview multi band ligator device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Failure to deploy. Visual examination of the returned device revealed the ligator head had all 7 bands remaining, with 3 of the bands being partially deployed. There is slight damage to the teeth of the ligator. No anomalies with the handle were noted. The trip wire was broken, but the broken ends of the wire reveal that it was cut. The reported malfunction was confirmed. The cause is attributed to damaged ligator head teeth, which prevented deployment of the bands. The source of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any other complaints reported for the same lot.